Event description:
It was reported that during a laparoscopic hernia repair the stapler fired two clips with bad formation, no more clips came out. Case completed with another stapler. No pt consequence.